Event description:
It was reported that a patient diagnosed with spinal canal stenosis underwent a spinal stabilization surgery at l4-l5. It was reported that 7 months post-op, the device was found to have "slipped" and "lower extremities symptoms recurred". A revision surgery was performed 9 months after the initial procedure. The surgeon commented that the implant might not have been placed deep (anteriorly) enough, and displacement of the spacer would be inevitable, causing the patient¿s spinous process(es) to collapse. No further information was reported.

Manufacturer narrative:
X-ray interpretation: "single lateral view of [interspinous spacer] placed at l4/5 due to spinal stenosis with a grade one spondylolisthesis. In this view, the [interspinous spacer] is far too dorsal, sitting at the tips of the spinous processes. It is reported that this migration caused return of stenotic symptoms and need for surgical revision. Surgeon reports that the device was initially placed too dorsally making the current malfunction likely."

Manufacturer narrative:
(B)(6). (B)(4).